Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: a single ¿loss of prime¿ warning (eaw 162) was observed in the black box data with zero force. The pump was exercised for 24 hours with no ¿loss of prime¿ occurrences. A force sensor calibration check was performed and passed indicating that the sensor was detecting correct applied load. The pump was opened up and there was no evidence of physical damage on the force sensor pins.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.